Event description:
It was reported that the 9900 system touch screen locked up during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connections were reseated and the touch screen calibrated during the service call. The system was tested and found to be working as intended, and put back into service.